Event description:
It was reported that the patient's left hip was revised. As reported by rep: "patient has exeter stem that has subsided. Also trident psl cup has pulled out of acetabulum." A shell, 2 screws, head, liner, and stem were revised. Spoke to rep, who provided x-rays. Rep confirmed that there are no allegations against the revised liner and head.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a total hip arthroplasty about 6 years after implantation due to femoral and acetabular loosening. I can confirm that this event took place since I was able to view the radiographs showing the failed implant components. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure of both components at only 6 years is unusual and is multifactorial. Causes included surgical technique factors, patient factors and possibly infection. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to subsided exeter stem that has and trident psl cup loosening which has pulled out of acetabulum. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "patient has exeter stem that has subsided. Also trident psl cup has pulled out of acetabulum." A shell, 2 screws, head, liner, and stem were revised. Spoke to rep, who provided x-rays. Rep confirmed that there are no allegations against the revised liner and head.